Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, additional information received on 3/21/2017 - partial mesh removal for vaginal mesh erosion, anterior repair for recurrent stage ii cystocele. Previously assessed/submitted via asr in 2019.